Event description:
Boston scientific received information that prior to a general replacement procedure, no telemetry could be established with this device and thus it could not be interrogated. The patient was not compliant with their follow-ups and claimed their device was beeping a couple years prior. Surgical intervention was performed and the device was explanted and replaced without any issues. The physician believed the device could not be interrogated as its battery was fully depleted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegations against this device were confirmed. A visual inspection of the device found the case to be swelled over the battery location which can cause collateral damage to the circuitry of the device. No telemetry was confirmed and the cause of this issue was due to leaving the device implanted longer than the normal life expectancy of the device. The device was left implanted almost three and a half years longer than the maximum longevity estimate causing the device to have no telemetry when explanted.